Manufacturer narrative:
(B)(4). The device was returned to fisher & paykel healthcare's regional office in (B)(4). Method: photographs of the complaint mr340e chamber were evaluated. Results: the photographs of the chamber showed that the waterfeed connection port on the mr340e chamber is broken. Conclusion: we are unable to determine what caused the waterfeed connection port to break. This is a reusable device and can be used for many years. A search of our database showed that this is the only complaint for a broken port on a manual fill respiratory humidification water chamber that we have received. (B)(4).

Event description:
A healthcare facility in (B)(6) reported that the waterfeed connection port on an mr340e reusable infant humidification chamber is broken. No patient consequence was reported.